Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete, a final report will be submitted.

Event description:
It was reported that the "PICC line snapped at connection to the white hub component during a dressing change. Patient had a new PICC line placed after this one was removed. Patient did not suffer any untoward consequences from the procedure."